Event description:
Patient has been sick since implants where implanted on (B)(6) 2007. Had eye problems, joint and muscle pain, chronic fatigue, can't sleep at night, brain fog, and memory loss. She also has thin hair, weight issues, headache, numbness of arm and hand, yeast infections, chronic sinus infections, delayed healing, lung infections. Patient also suffered from neurological problems that caused her not to be able to move her hand or arm. In 2015 patient had a mammogram and she broke out with a rash on her face and had to take heavy steroids and antibiotics. She has continuous lumps on left breast. Patient has been tested for thyroid disease, but test came back negative. On (B)(6) 2016, patient went to the ER due to chest pain and was diagnosed with left side chest pain due to ruptured implants. Both implants were taken out on (B)(6) 2017. Patient found out that right side implants were underweight by (B)(6) from the initial 450cc. Left side implant were extremely underweight by (B)(6) from 475cc initial implant. Left implant was missing 025% of its shell. Patient was recently diagnosed with silicone autoimmune syndrome and systemic inflammatory response syndrome.